Event description:
It was reported that this patient presented to the hospital on (B)(6) 2026 due to beeping tones emitted from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was observed that the device had triggered end of life (eol). However, it did not indicate the eol date. At the previous month's checkup, the remaining battery life was still 8.5 years. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.